Event description:
The customer reported that she received a safety notification regarding the drive support cap sticking out. The caller stated that at that it was ok, but she noted the day of call that the drive support cap was sticking and she pushed back in. The blood glucose was 213mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Damages to the reservoir tube, lcd window and belt clip slot noted.